Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that solution had leaked into the zip lock bag; however, no obvious defect was observed with the sample. Functional testing was also performed and a leak was noted at the spike port cap. The reported condition was verified. The cause of the reported condition was the spike port cap not being fully sealed as there was an inadequate or lack of cyclohexanone applied to the cap when it was inserted to the spike port tubing during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix® 500 ml eva tpn bag leaked from the central port at the seam of the bag during filling. There was no patient involvement. No additional information is available.